Event description:
It was reported that during the implant procedure, the device had low battery voltage. The device was not used and was replaced. No patient complications have been reported as results of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the device was returned and analyzed and no anomalies were found.